Manufacturer narrative:
Patient medications include but are not limited to: none indicated. Tgu343415. The information provided in this report was collected by (B)(6) patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent endovascular treatment for an acute aortic dissection extending from zone 3 to zone 15. The primary entry tear was located in zone 5. Two conformable gore® tag® thoracic endoprostheses (tgu343420, tgu343415) were advanced and implanted successfully to cover the primary entry tear. Distal extension of the dissection was reported to have occurred during the procedure. The procedure was concluded with no evidence of endoleak. The patient underwent follow up visits on unknown post operative day(s) pod: 5 and 29. On an unknown follow up date, approximately pod 29; retrograde extension of the dissection and a distal type I endoleak were identified. Enlargement of the aorta proximal to the treated area was noted, but no enlargement of the aorta within or distal to the treated area was noted. False lumen perfusion from the left renal artery was identified. No additional procedures were reported for the patient.